Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 1095997 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. H3 other text : see h.10.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra fine¿needles cannula broke off. The following information was provided by the initial reporter: the consumer reported 2 syringes that the needle stayed in vial when drawing up insulin. Date of event : (B)(6) 2021. Sample status : discarded.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd insulin syringe with the bd ultra fine¿needles cannula broke off. The following information was provided by the initial reporter : the consumer reported 2 syringes that the needle stayed in vial when drawing up insulin. Date of event : (B)(6) 2021. Sample status : discarded.